Event description:
Customer reported that three group a patients reacted 3+ with 0.8% affirmagen a1 cells of lot 8a165 during reverse group testing. No death or serious injury was associated with this incident.